Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps was damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: clinical sales representative (crs) indicated that the prograsp forceps did not move as preferred and the movement was partial. The jaws were not stuck on tissue at the time of the failure. There was a broken cable. No pieces detached/broke off from the portion of the device that enters the patient. The instrument was not removed with the cannula altogether. There was no patient injury.